Event description:
The initial reporter stated they received questionable results for 9 patient samples tested with the sodium electrode on the 9180 electrolyte analyzer (serial number (B)(4)). The sodium values obtained with the direct ise method on the 9180 system did not agree with sodium results measured with the indirect ise method on a cobas 8000 ise module. The customer also noted that samples will give an error on the 9180 system when the lipemia index for the sample is high. The questionable sodium results from the 9180 system were reported outside of the laboratory.

Manufacturer narrative:
Na.

Manufacturer narrative:
The customer believed the 9180 measurements to be correct. The 9180 and cobas 8000 rely on different measurement principles, which is why the measured values cannot be compared directly. The 9180 is a direct measuring principle and the reference method for na is potentiometry and amperometry. The cobas 8000 uses an indirect measuring principle, for na and all ise tests, the reference method is potentiometry. The indirect method is strongly influenced by the fraction of lipid vs. Water. The non-water fraction (for example lipids) contains less na. If the diluted sample contains more than 7% of lipids, this could lead to a lower level of na in the measured sample. This could explain lower na sodium levels measured by cobas 8000. The direct method like on ise 9180 is unaffected. The error message 'no sample detected' was a result of too high sample viscosity. The viscosity may be a result of one or several of many different causes, including sample handling and fat content of the sample. The investigation could not identify a product problem.

Manufacturer narrative:
G1 contact office-manufacturing site was updated.